Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare provider stated the patient experienced multiple episodes of diabetic ketoacidosis after starting on the ilet, with reported difficulties maintaining dexcom sensor supply, intermittent dexcom¿ilet connectivity, and infusion set performance concerns; additional pump education was requested, and the patient later reported sensor failures and supply delays that interrupted cgm availability. Symptoms included diabetic ketoacidosis. Outcomes included medical attention with hospital admission. Investigation included attempts to obtain event details and device-use information through follow-up calls. Investigation of this case revealed that additional information from the patient was required but could not be obtained. It was concluded that the cause of the hyperglycemia and dka events was unclear.